Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a coronary artery. A 10/3.50mm flextome¿ cutting balloon¿ was selected for use. During procedure, upon first inflation at 5 atm for 2 to 3 seconds, it was observed that the balloon ruptured. The device was removed from the patient's body and completed the procedure with a different device. No patient complications were reported.